Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (failed a pulse test) was confirmed. Upon investigation, mosfet components u16 and u18 were found to have shorted outputs. The cause of the test failure was the shorted components. The root cause of the shorted outputs was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.